Event description:
Event: (cc# 98-01133) the balloon leaked. This was the only information at the time of the report. On 10/2/98, the following was reported to datascope: blood was observed in the tubing by the nursing staff. The blood was noticed before any alarms sounded from the pump. The iab was removed and another was not inserted. There was no patient injury or complication as a result of the event. The patient remained stable after the event. [Event complications]: unknown - reported 9/9/98; none - rpt'd 10/2/98. [Patient's current status]: pt. Stable-rpt'd 10/2/98.